Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was because the programmer and recharger are not "interfacing" or connecting w/ the ins. Pt stated they noticed this issue about a week ago, and they haven't charged or used their ins in 4-6 months. Pt stated that they didn't charge or used their ins due to "other illnesses". Pt stated that the last time they recharged their ins was in january and they are not feeling stimulation from the therapy. Pt confirmed they were getting poor communication on the pp when they attempt to sync w/ the ins, and they were getting the reposition antenna screen on the insr when they attempt to connect w/ the ins. Pt stated they already tried repositioning the insr antenna. Reviewed possibility of overdischarge and redirected to the hcp. Additional information was received from the patient. The overdischarged ins has not been resolved. The steps taken to resolve the overdischarge is that the healthcare provider referred them to the manufacturer representative (rep) to be jumpstarted. Additional information was received from the patient via a rep. The rep reported that the battery was overdischarged and wouldn't restart. Additional information received. The battery will be replaced along with the leads but nothing scheduled as of today